Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met with the heavily calcified anatomy resulting in the reported physical resistance. Manipulation of the device resulted in the reported prolapse. During removal interaction with the heavily calcified anatomy resulted in the guide wire becoming embedded (entrapped) in the calcification. Manipulation of the device ultimately resulted in the reported detachment. As reported, no attempt is being made to retrieve the distal portion. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mid left anterior descending coronary artery. A whisper guide wire was used and met resistance during advancement. The whisper guide wire crossed the lesion; however, the tip prolapsed. During removal, the distal portion of the guide wire became embedded in the calcification and the guide wire separated. No attempt is being made to retrieve the distal portion and the procedure was aborted due to the amount of creatinine in the patient. The level of creatinine in the patient was 2 and the physician did not want to use more contrast. The patient is being medically managed. There was no clinically significant delay in the procedure due to an issue with either device. No additional information was provided.